Event description:
When the product was used on the patient it malfunctioned and made a cut which was too deep, causing injury to the patient.

Manufacturer narrative:
Device was returned for evaluation and repair. Device was found to be slightly out of calibration at .0000" by .0001". This would not impact grafting ability. .0010", .0020", .0030" graft settings were all in calibration. Device was purchased by account in the last 6 months.